Event description:
At follow-up, loss of rv pacing and sensing were observed. The physician opted to reposition the lead. During procedure it was not possible to move the lead. The sense/pace portion of the lead was capped and replaced.the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.